Manufacturer narrative:
Device evaluated by MFR: pending evaluation. Concomitant device(s): 300-01-11, 6476735 - equinoxe, humeral stem primary, press fit 11mm. 300-10-45, 6553666 - equinoxe replicator plate 4.5mm o/s. 300-20-02, 6536115 - equinox square torque define screw drive kit. 310-01-38, 6418258 - equinoxe, humeral head short, 38mm (alpha).

Event description:
As reported, this (B)(6) female patient that is a factory worker, received a left anatomic tsa on (B)(6) 2020. This is her non-dominant arm. Approximately 1.5 yrs later, she returned to the surgeon complaining of pain & was observed to have a dislodged glenoid component on x-ray/CT and was revised. No traumatic event was reported. It is noted during the revision procedure that the glenoid component, including all three peripheral pegs, were found to be dislodged from the glenoid. The central cage remained within the glenoid bone. The humeral head was removed, as well as the torque screw & replicator plate. The central cage was then removed. The humeral stem was also found to be loose & was removed with relative ease. The severity of humeral bone loss was found to be too significant to support a new stem. Approximately 2cm of stem could be seen due to the bone loss. Cancellous chips & optecure +ccc were used to fill the defects & a 7mm interspace antibiotic spacer was used in the humerus. Patient was last known to be in stable condition following the event. The patient will likely be referred to a surgeon for evaluation & possible humeral reconstruction prosthesis.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening of the peripheral pegs, allowing for shearing of the central cage and subsequent migration of the glenoid component. The reported loosening of the humeral stem was likely the result of bone loss which may have been due to patient related conditions and/or possible osteolysis as a result of prosthesis wear following the disassociation of the glenoid component. However, this cannot be confirmed because the components were not returned for evaluation. Section h11: *the following sections have corrected information: (h6) component code: 4755, part/component/sub-assembly term not applicable.